Manufacturer narrative:
This report is associated with argus (B)(4), biotene oral balance gel ((B)(4)).

Event description:
She was shocked [shock]. She was coughing [cough]. Could not talk [speech disorder]. Throat burning [burning in throat]. Voice loss [loss of voice]. She was vomiting [vomiting]. Case description: this case was reported by a consumer and described the occurrence of shock in a (B)(6) female patient who received glucose oxidase (biotene oral balance gel ((B)(4))) gel (batch number (B)(4), expiry date unknown) for dry mouth. On (B)(6) 2016, the patient started biotene oral balance gel ((B)(4)) (oral) at an unknown dose and frequency. On (B)(6) 2016, less than a day after starting biotene oral balance gel ((B)(4)), the patient experienced shock (serious criteria gsk medically significant), cough, speech disorder, burning in throat, loss of voice and vomiting. Biotene oral balance gel ((B)(4)) was discontinued on (B)(6) 2016 (dechallenge was positive). On (B)(6) 2016, the outcome of the shock, cough, speech disorder, burning in throat, loss of voice and vomiting were recovering/resolving. It was unknown if the reporter considered the shock, cough, speech disorder, burning in throat, loss of voice and vomiting to be related to biotene oral balance gel ((B)(4)). Additional details, adverse event information was reported on 12 may 2016. The consumer reported that she was coughing, she was shocked, she was vomiting, her throat was burning, she could not talked, and she had lost her voice after using a nut of biotene oral balance gel 1.5 oz. Follow up information was received on 25 may 2016 via return authorization form to contact physician. In this form the contact details of the consumer and physician were mentioned. The product lot number mentioned as 103384ka and w4m131. Follow up information was received on 13 june 2016 via adverse event reporting (aer) form by physician. The physician medically confirmed the previous reports and stated that physician was unaware of any specifics. This was a very unusual patient prone to medication side effects.

Event description:
She was shocked [shock]; she was coughing [cough]; could not talk [speech disorder]; throat burning [burning in throat;] voice loss [loss of voice]; she was vomiting [vomiting]; allergic reaction to sulfa, biaxin, doxycycline and pcn (penicillins); [allergic reaction]. Case description: this case was reported by a consumer and described the occurrence of shock in a (B)(6) year-old female patient who received glucose oxidase (biotene oral balance gel (savannah)) gel (batch number 102257xc, expiry date unknown) for dry mouth. On (B)(6) 2016, the patient started biotene oral balance gel (savannah) (oral) at an unknown dose and frequency. On (B)(6) 2016, less than a day after starting biotene oral balance gel (savannah), the patient experienced shock (serious criteria gsk medically significant), cough, speech disorder, burning in throat, loss of voice and vomiting. Biotene oral balance gel (savannah) was discontinued on (B)(6) 2016 (dechallenge was positive). On (B)(6) 2016, the outcome of the shock, cough, speech disorder, burning in throat, loss of voice and vomiting were recovering/resolving. It was unknown if the reporter considered the shock, cough, speech disorder, burning in throat, loss of voice and vomiting to be related to biotene oral balance gel (savannah). Additional details, adverse event information was reported on 12 may 2016. The consumer reported that she was coughing, she was shocked, she was vomiting, her throat was burning, she could not talked, and she had lost her voice after using a nut of biotene oral balance gel 1.5 oz. Follow up information was received on 25 may 2016 via return authorization form to contact physician. In this form the contact details of the consumer and physician were mentioned. The product lot number mentioned as 103384ka and w4m131. Follow up information was received on 13 june 2016 via adverse event reporting (aer) form by physician. The physician medically confirmed the previous reports and stated that physician was unaware of any specifics. This was a very unusual patient prone to medication side effects. Follow up information was received on 18 july 2016 via adverse event reporting (aer) form by physician. The physician stated that he was unaware of a problem until receiving paperwork. The patient was not seen until (B)(6) 2016 by another provider for a different problem. The physician stated that the patient had allergic reaction to sulfa, biaxin, doxycycline and pcn (penicillins). Co-suspect products included clarithromycin (biaxin) tablet (batch number unk, expiry date unknown) for product used for unknown indication and doxycycline unknown (batch number unk, expiry date unknown) for drug use for unknown indication. On an unknown date, the patient started biaxin at an unknown dose and frequency and doxycycline at an unknown dose and frequency. On an unknown time after starting biaxin and doxycycline, the patient experienced allergic reaction. The action taken with biaxin was unknown. The action taken with doxycycline was unknown. On an unknown date, the outcome of the allergic reaction was unknown. It was unknown if the reporter considered the shock, cough, speech disorder, burning in throat, loss of voice and vomiting to be related to biaxin and doxycycline. The reporter considered the allergic reaction to be related to biaxin and doxycycline.